Event description:
It was reported that the e360 ventilator compressor was faulty. Patient involvement is unknown. Medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed. A non-medtronic service provider checked the ventilator and verified the problem. To address the problem the service provider will replace the compressor at the service center site.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the e360 ventilator compressor was faulty. Although requested, it is unknown if the patient was connected to the ventilator at the time of the reported event. Medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed. A non-medtronic service provider checked the ventilator and verified the problem. The provider reported to have repaired the compressor by replacing the faulty bearing of the compressor motor and did proper alignment.